Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the stent was severely damaged. The entire stent had moved 3 mm distally on the balloon. Throughout the stent length rows were stretched and bunched up. The hypotube was kinked throughout the full length with a severe kink at 604 mm from the manifold strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that catheter crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary(rca) artery. A 2.75mm x 28mm promus element plus drug eluting stent was advanced however, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed that the stent was damaged and moved on the balloon.